Event description:
It was reported that during a paroxysmal a-fib procedure, the signals were flat when the physician was pacing. Troubleshooting was performed by connecting the jb pacing cable to the carto system and the lines were flat on bs and map when pacing with the normal port on the ref deca. Also, as part of the troubleshooting, the pacing cable was connected directly to the emergency pin box without any issue. The case was completed without patient consequences. After follow up with the customer to obtain detailed ion formation regarding the case, on (B)(6) 2012 it was confirmed that the bs and ic signals were lost in both systems at the same time making this event reportable resetting alert date as (B)(6) 2012.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair records investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal a-fib procedure, the signals were flat when the physician was pacing. Troubleshooting was performed by connecting the jb pacing cable to the carto system and the lines were flat on bs and map when pacing with the normal port on the ref deca. The physician was able to pace by connecting the pacing cable on the emergency port and the case was performed without patient consequences. The field engineer reported that the root cause of this issue was a bs ECG defective cable, the problem was solved by replacing it. The system was checked. Full acceptance test procedure was performed and it passed without issue. The system works properly and is ready for use. The DHR associated with carto 3 # 10199 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.